Event description:
It was reported that the customer was hospitalized for high blood glucose of 595mg/dl. It was stated that the customer experienced signs of diabetes ketoacidosis at time of his admission. The mother also stated that the insulin pump alarmed no delivery. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.